Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and a reservoir was used. At the moment of connecting the drain to the reservoir the bag connector at the top of the bag is broken. The top of the bag. Replacement is required. Additional information has been requested. Upon receipt and analysis of sample the connection port of the bulb was separated from the last step, and there were significant cut marks visible on the separation surface of the bulb port.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Clarify, was the problem noticed before activating the deposit? The failure was identified during the assembly of the drainage system, before being connected to the patient. How was the case resolved? A new reservoir was requested, connected and the procedure was completed without complications or harm to the patient. Is the device available to be returned for evaluation? If so, please indicate the status of the return and any available tracking information. The device is available to be analyzed. H3 evaluation: complaint sample review: one complaint sample of reservoir bulb having partial connection port was received for evaluation, product was inspected visually, and found that connection port of the bulb was separated from the last step, and there were significant cut marks visible on the separation surface of the bulb port. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.